Event description:
It was reported when using the bd pyxis medstation system the keyboard was not responding. The customer was reportec that the user was not able to login to the machine. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard keys were entering random keys when pushed. The field service engineer replaced the keyboard, rebooted and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.